Event description:
Metal-to-metal total replacement with depuy pinnacle device. Took place at (B)(6). Surgeon was dr. (B)(6). He also included stabilizer which was much longer than usual which complicated things. Patient experienced problems from start of recuperation. I was in a great deal of pain and progress to regain full mobility was not achieved. Also, I felt a clicking sensation in the mechanism which was not right. Went back to operating surgeon at least 5 times with complaints. He could not isolate the cause of the clicking problem and told me "the thigh pain caused by the stabilizer bar could take up to two years to work out." Recommended surgeon dr. (B)(6) assessed situation and within five minutes knew the alignment was wrong, the stabilizer was too long and determined I needed to undergo surgery to correct the situation. A metal to ceramic ball depuy mechanism was implanted (B)(6) 2011 and I am now making excellent progress. We aren't finished paying the first surgery off. Now we are left with the second batch, not to mention all her pain and suffering for the last year and a half.